Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device interrogation in-clinic, the right atrial lead was noted to have no capture. P-waves were low, and noise was noted on the atrial lead channel when isometrics were performed. The patient was stable before, during and after the interrogation and could continue to be monitored.

Event description:
New information states that the device was reprogrammed due to undersensing and possible high pacing threshold in may of 2019. The patient has reported no symptoms associated with this issue.